Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was 300 mg/dl. The customer¿s other blood glucose levels were 140 mg/dl and 200 mg/dl. The customer was treated with injection. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to complete the insulin pump rewind. The insulin pump failed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unite and passed.